Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patients status was in good condition.